Manufacturer narrative:
Product event summary #information was received from a health care facility via manufacturer representative regarding a cage used in unknown spinal therapy. Pre-operative diagnosis for this procedure was l3 vertebral body fracture. It was reported that after cage was inserted into intervertebral space, a clicking sound was heard during expanding the cage with a pinion driver. After that, the cage could not be expanded even though the pinion driver was rotated again, so the implant was taken out and was confirmed that it could be expanded outside the operative field, then the cage was inserted again. The cage could not be expanded again, so it was feared that screw might strip, and the cage was replaced with a new implant. When the implant was checked after cleaning, it was found that the rack part was missing. The implant was broken. Poor distensibility of cage occurred. The pinion driver was removed from the inserter when inserting the cage between vertebral bodies. Also, it had been confirmed that the locking ring had been loosened in advance. The newly opened cage could be placed by the same inserter without problems. There was a delay in overall procedure time of less than 60 min. No patient symptoms or complications as a result of this event. Additional information obtained from manufacturer representative that the missing rack part was not identified. As it was also not shown in the x-ray photograph, it might be flowed during cleaning. No further complications were reported. Image review: the damage to the teeth can sometimes be caused by overload. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care facility via manufacturer representative regarding a cage used in unknown spinal therapy. Pre-operative diagnosis for this procedure was l3 vertebral body fracture. It was reported that after cage was inserted into intervertebral space, a clicking sound was heard during expanding the cage with a pinion driver. After that, the cage could not be expanded even though the pinion driver was rotated again, so the implant was taken out and was confirmed that it could be expanded outside the operative field, then the cage was inserted again. The cage could not be expanded again, so it was feared that screw might strip, and the cage was replaced with a new implant. When the implant was checked after cleaning, it was found that the rack part was missing. The implant was broken. Poor distensibility of cage occurred. The pinion driver was removed from the inserter when inserting the cage between vertebral bodies. Also, it had been confirmed that the locking ring had been loosened in advance. The newly opened cage could be placed by the same inserter without problems. There was a delay in overall procedure time of less than 60 min. No patient symptoms or complications as a result of this event. Additional information obtained from manufacturer representative that the missing rack part was not identified. As it was also not shown in the x-ray photograph, it might be flowed during cleaning. No further complications were reported.

Manufacturer narrative:
Image review: the damage to the teeth can sometimes be caused by overload. H3: product analysis:part # 436120d, lot # ca18j209. Visual and optical inspection did not reveal any significant damage to the teeth of the cage. Functional test with a sample inserter confirmed the centerpiece would not open smoothly and collapse. The issue appears to be where the tip of the expansion shaft contacts the teeth and cage of the centerpiece when the expansion shaft is inserted and turned. Per the print 436120a-e on note 7 rev-c, with the locking set screw backed out, the assembly must be able to smoothly expand and collapse. This issue is being investigated on CAPA 471462. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.